Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure. Upon interrogation, loss of sensing and intermittent capture were noted on the atrial lead due to perforation. An echocardiogram was performed twice and no fluid buildup was observed. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.